Event description:
During evaluation of a returned spectrum iq infusion pump, the device failed the downstream occlusion test. The device alarmed for downstream occlusion at 26 pounds per square inch (psi) when the expected range is between 7 to 19 psi. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device failed the downstream occlusion test. The device alarmed for downstream occlusion at 26 pounds per square inch (psi) when the expected range is between 7 to 19 psi. The cause was identified to be the force sensor out of specification. The force sensor required calibration to correct the condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.